Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was over 700 mg/dl and manual injections were administered to address bg. Customer was hospitalized for diabetic ketoacidosis (dka) and was treated with intravenous insulin/fluids. Elevated bg/dka were resolved. There was no permanent damage. Customer was discharged 4 days later. Customer alleged there was something "wrong with the pump" and was cause of event. Customer declined tandem technical support's offer to perform a pump system check. Customer reverted to manual injections for insulin therapy.